Manufacturer narrative:
(B)(4). The customer reported that the unit failed to charge the battery and wouldn't power up. There was no report of pt involvement. With the info provided to the local philips response ctr, it was determined that the power pca had failed. The customer performed the repair and reported to philips that replacing the power pca resolved the failure.

Event description:
The customer reported that the unit failed to charge the battery and wouldn't power up. There was no report of pt involvement.